Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the disconnect cap in the pouch was damaged with perforations. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One uv flash assembly pouch containing two disconnect cap assemblies was received for evaluation. The pouch was visually inspected. It was noted that the pouch and one of the disconnect caps were cut. The cut in the pouch and the disconnect cap appear to have been created by the sealing jaws on the sealing machine. The root cause of this complaint is operator error. Relevant manufacturing operators will be notified of the details of this complaint. Should additional information become available, a follow-up will be submitted.